Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device worked without being triggerred. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device control unit did not function and the device worked without the trigger being triggered. The device also failed pretest for check the triggers and electric control unit (ecu) function. It was further determined that the equipment was locked due to over-force applied to the control unit during procedures, where the equipment was overloaded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper use of the device. If additional information should become available, a supplemental medwatch will be submitted accordingly.